Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). Service log review performed by an internal employee revealed a delivery failure alarm due to main supply voltage out of tolerance (valid range: 2435 to 4075 counts, actual value: 2434 counts) followed by a log entry for a low battery alarm. This device did not properly alert the user of the low battery prior to the delivery failure. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was smart battery fuel gauge drift. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
On (B)(6) 2016, a company internal employee, while reviewing service logs as part of routine maintenance, identified a delivery failure alarm due to main supply voltage out of tolerance. (Valid range: 2435 to 4075 counts, actual value: 2434 counts) followed by a low battery alarm. No patient impact was reported, as this was not reported by the user of the device or by the facility. This is being reported as it is considered a reportable malfunction.